Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that approximately ten days post implant the patient experienced bleeding in the left lung. The patient was hospitalized. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.